Manufacturer narrative:
The target lesion for the procedure is the proximal and mid right coronary artery (rca). A total of three (3) cypher stents were implanted: a 3.5 x 18 mm and two (2) each 3.5 x 23 mm stents in overlapping fashion. No additional patient or procedural information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.this is for one of three products used during the same procedure/same patient. Please reference MFR. Report # 9616099-2006-00977 and # 9616099-2006-00978.

Event description:
The report from the affiliate from an academic conference called the percutaneous cardiovascular intervention conference. The report indicated that approximately one year after implantation coronary angiography done during the follow-up period indicated that stent fractures were noted at three (3) places on each of the three (3) previously implanted cypher stents. There was no additional information as to the location of the fractures on the stents or how the fractures were to be treated. The physician's comment regarding the event was that it may be due to the hinge motion present.